Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant (B) (4) distal conductor fractured; proximal segment analyzed.

Event description:
It was reported that there was no pacing and sensing difficulty. The atrial lead was explanted. It was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.